Event description:
It was reported that this patient received anti-tachycardia pacing (atp) therapy from this implantable cardioverter defibrillator (ICD) device which resulted in acceleration of the rhythm from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone. Subsequent shock therapy was provided by the device, but it failed to convert the arrhythmia and therapy was exhausted. The patient was subsequently transferred to the hospital for treatment. The device remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and shock therapy from this implantable cardioverter defibrillator (ICD) device due an atrial arrhythmia. The atp therapy also resulted in acceleration of the rhythm from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone. The shock therapy provided by the device failed to convert the arrhythmia and therapy was exhausted. The patient was transferred to the hospital for treatment. Device programming changes were subsequently made by a healthcare provider (hcp) with guidance from boston scientific technical services. The hcp also stated they believe changes to the patients medications are required as well. The device remains in-service. No additional adverse patient effects were reported.